Event description:
It was reported that the patient had inappropriate shocks due to t-wave oversensing via reduced intrinsic complexes. The sensing vector at the time of the shocks was set to the primary sensing vector. Technical services reviewed the shock electrograms and advised some testing options. There were no additional adverse patient effects. The system remains implanted.